Event description:
It was learned that a clinical trial patient with an edwards aortic bioprosthetic valve implanted expired after approximately 44 days of implant. The cause of death has not been provided despite multiple attempts, and there was no information to suggest a device failure related to this event. Patient medical records indicate, " the patient is a (B)(6) gentleman with previous history of mi; status post coronary stents in 1993 as well as 2002; as well as a history of hypertension; hyperlipidemia; peripheral vascular disease, status post fem pop bypass and an infrarenal abdominal aortic aneurysm was admitted by the cardiology service secondary to history of syncope. The patient was found to have severe aortic stenosis with aortic valve area of 0.7 with a mean gradient of 43...he was ultimately taken to surgery for an aortic valve repair [with an edwards bioprosthesis]" operative report indicates, " the valve seated nicely...the patient did separate easily from bypass. Once off bypass, all surgical sites were inspected. There was good hemostasis. The valve was evaluated using tee, and appeared to be functioning properly...the patient tolerated the procedure well and there were no complications." Discharge summary indicates, " the patient has had a prolonged postoperative course, mainly complicated by severe pulmonary hypertension, atrial fibrillation and respiratory distress. The patient had prolonged ventilation secondary to the need for increased nitric oxide support secondary to pulmonary hypertension. The patient was found to have pulmonary hypertension, despite significant doses of nitric oxide so revatio was initiated...patient was transferred out of the intensive care unit to the floor on postoperative day 13. The remainder of patient's hospital stay has been unremarkable; however, patient still requires high flow o2 with comfort flow set anywhere from 40-60% fio2 at a rate of 15-17l. Consult was placed to social work to assist in placement of patient secondary to the need for pulmonary rehab and the fact that patient remains in an irregular rhythm despite amiodarone treatment." The patient expired after discharge and no additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information regarding the patient's cause of death was provided, despite multiple attempts with the hospital. At this point, the available information suggests nothing to indicate a device failure, malfunction, or quality deficiency of the edwards device that may have caused or contributed to this event. Additional information will be reported once provided to edwards.